Event description:
It was reported that a guidewire included in the thal-quick chest tube set unraveled during an unknown procedure on a patient of unknown age and gender. During the procedure in the pulmonary intervention lab, the guidewire was passed through the needle included in the kit for placement into the pleura. The needle was withdrawn, the tissue was dilated and the chest tube was inserted over the guidewire. As the wire and introducer were removed, the wire frayed and became difficult to remove. The medical staff were able to remove the wire from the patient completely. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4 - possible device rpn: c-tqts-1400, c-tqts-1600, c-tqtsy-1600; possible device model #s: g05777, g04891, g05462. E1 - customer (person): title - materials resource unit coordinator. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d9-device available for evaluation: investigation ¿ evaluation: it was reported that a guidewire included in the thal-quick chest tube set unraveled during an unknown procedure on a patient of unknown age and gender. During the procedure in the pulmonary intervention lab, the guidewire was passed through the needle included in the kit for placement into the pleura. The needle was withdrawn, the tissue was dilated, and the chest tube was inserted over the guidewire. As the wire and introducer were removed, the wire frayed and became difficult to remove. The medical staff were able to remove the wire from the patient completely. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, and the instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed, due to the inability of the complaint facility to provide lot information. Cook also reviewed the product labeling, including the instructions for use (IFU). The user followed all relevant instructions in the IFU related to this failure. Evidence gathered upon review of dmr suggests there is no indication that the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It¿s possible that the multiple components being advanced over the wire guide caused the damage, however this cannot be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.